Manufacturer narrative:
The manufacturer previously reported information in reference to device evaluation results from a third-party service center. This correction is being submitted due to information inadvertently omitted from the initial report. The device was repaired in 2022, and the complaint event date is unclear. It is unclear if the allegations reported by the customer's representative occurred before or after the device was returned. Device evaluation included on initial report MDR 2518422-2023-19262.

Event description:
The manufacturer received a letter from a law firm indicating the client/patient might have suffered injuries as a result of using a dreamstation device. There is no allegation of any specific harm. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, foam particles were not visible.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.